Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level. Customer was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, which successfully completed. However, the caller was unable to reload the original cartridge, so technical support assisted them in loading a new cartridge using the correct procedure, allowing them to resume insulin therapy. The issue was resolved.